Event description:
A report to technical services indicated atrial lead warning occurred: impedance was greater than 9999 with no capture and noise on atrial electrogram. Consequently, lead revision procedure was scheduled and completed: atrial lead disconnected from the device and reconnected; all measurements were within normal range. Device remains actively implanted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.